Event description:
It is reported that a customer's insulin pump has physical damage to their insulin pump. The customer's blood glucose level was at 113 mg/dl. The customer states that there is a crack on the screen of the lcd. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, minor scratches on display window and scratches case noted during visual inspection. Insulin pump had a cracked and bleeding lcd glass noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.